Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/12/2016. The fse replaced solenoid valve lv8 (solenoid, tubing, & fittings) and flushed the probe wipe from port 5 to the vacuum waste chamber, resolving the reported issue. (B)(6).

Event description:
The customer reported a contained fluid leak of approximately 1ml from the probe on a coulter ac t diff analyzer while running quality controls (qc). The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.